Event description:
We dispensed vancomycin 1gm/250cc ns in a 250/175 I flow homepump eclipse pump lot# 892308 exp 02/11. Patient reported that medicine infused in 45 minutes instead of 1 1/2 hours. I tested another pump in our office and it completed infusion in 55 minutes. No harm resulted from this pump malfunction. Dats of use: 2009. Diagnosis: pneumonia.